Event description:
Boston scientific received information that during an interrogation it was noted that the safety switch tripped for the right ventricular (rv) lead putting it in unipolar configuration. The safety switch was noted to be due to low out of range impedance measurements. The clinician reset the rv lead to bipolar configuration where the measurement was 580 ohms. Subsequently the lead was left programmed bipolar and the patient will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information was received stating that a port for chemotherapy was placed in this patient on top of the patient's leads which resulted in an insulation abrasion and the lead was removed from service and returned. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed partial abrasion in the outer insulation. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the lead. No other adverse events have been reported. This product issue will be updated if additional information is received.